Event description:
It was reported the epg (external pulse generator) cannot be turned off from the keypad. The battery must be removed to turn the unit off. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Output knob not turning smoothly. Upper case is out of specification (case is gouged). Output knob spring is bent. Lower case is broken.